Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. All the components were removed and replaced with a new aus system. No information about the patient's outcome. Additional information received. The patient presented recurring incontinence due to atrophy. Patient's device was no longer working, device issue was not specified. Patient is currently healing from surgery.

Manufacturer narrative:
E1: initial reporter facility name updated. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due recurring incontinence and atrophy. Patient's device was no longer working, device issue was not specified. All the components were removed and replaced with a new aus system. Patient is currently healing from surgery.